Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (d8 and d9) and to provide a correction to the initial (h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. Sampling date: oct 05, 2023. Sampling from: all channels. Cfu: 1 cfu. Bacterial identification: bacillaceae. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. In addition, the following non-reportable malfunctions were found during the device evaluation: defective insulation of the ultrasound connector, adhesive of the light guide cover lens is chipped, and adhesive of the bending section cover is separated off. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for 1 colony forming units (cfus) of bacillaceae which conformed to standard. Despite our attempts, olympus was unable to obtain the cleaning sterilization and disinfection (cds) process performed at the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope tested positive for an unexpected contamination. The scope was sampled twice. During the first sampling, the scope tested positive for 6 colony forming units (cfus) of champignons filamenteux. During the second sampling, the scope tested positive for 45 cfus of champignons filamenteux. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.